Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 500 mg/dl and current blood glucose level was 215 mg/dl. Troubleshooting for high blood glucose level was performed and the insulin pump gives the insulin flow blocked alarm. The product will not be returned for the analysis.